Manufacturer narrative:
It was confirmed that the patient samples were from two separate blood collections. The new patient sample was collected because the treating physician knew the patient was not pre-diabetic or diabetic. In the initial medwatch, the last two lines of h11 should have been: "the investigation determined the event was consistent with the misadjusted reagent probe (aspiration alarms), insufficient customer handling of patient samples (gel or other residues on the sample probe affecting the reactions), and insufficient operator maintenance (water tank). Product labeling states 'monthly maintenance cleaning the water container ¿ sample supply unit: to prevent contamination of the entire flow path, clean the water container.' The specific cause of the event could not be determined. The investigation determined the service actions resolved the issue." Instead of: "after service, no further issues were reported by the customer. The cause of the event could not be determined."

Manufacturer narrative:
The reagent lot number is 744200. The expiration date was requested but not provided. The field service engineer (fse) inspected the analyzer, cleaned the machine water tank and cell wash rinse station, and replaced the used reaction cells and halogen lamp. He noted an abnormal aspiration alarm for the reagent pipette close to the time of the event. He cleaned and removed blockages in the sample and reagent probes. He cleaned the incubation path. He performed a system wash and primed wash solutions for the flow path maintenance. He performed a cell blank measurement, photometer unit maintenance, and precision checks with acceptable results. He checked the special washes and reagent packs for the assay. He recalibrated, performed qc using new materials, and performed an assay precision check. The fse reported that the water tank was not regularly cleaned, multiple reagent probe aspiration alarms and clots at the sample probe and determined the contaminated reagent pipette had caused the event. Reagent issues were excluded as no further cases were reported. After service, no further issues were reported by the customer. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable a1c-3 tina-quant hemoglobin a1c gen.3 result from one patient sample tested on the cobas pure c 303 analytical unit. The initial result was not reported outside of the laboratory. It is unclear if the same patient sample was used for the rerun. The initial result from the analyzer was 5.93% or 5.95%. The repeat result from a "toso" analyzer was 5.3%.